Manufacturer narrative:
The manufacturer attempted to follow up to retrieve additional information on the event. However, no further information has been received to date. Since the device was not returned to the manufacturer at the time of explant, and the serial number is unknown, no further investigation is possible at this time. Based on the available information, it is not possible to establish a definitive root cause for the reported event. It should be noted that structural valve deterioration is listed as a possible adverse event in the freedom solo IFU. The event is therefore a known inherent risk of the device. Should further information be received in the future, the manufacturer will provide an update to this reporting activity.

Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer received information on this event trough the following publication: ''valve-in-valve transcatheter aortic valve implantation with fracturing of a failed small surgical aortic bioprosthesis: a case report'' by bunc at al. In the paper, it is reported that a patient received a sorin freedom solo 23mm valve in 2007 due to severe aortic stenosis. The patient underwent a first reoperation in the same year due to dehiscence of the aortic bioprosthesis. The patient underwent a second reoperation in 2012 due to severe stenosis of the degenerated solo valve. The patient received a mitroflow 19mm and was discharged with normal left ventricle size and ejection fraction end-diastolic volume index 56ml/m2, ef 53%), mean transaortic gradient was 17mmhg, and there was no aortic regurgitation.